Manufacturer narrative:
(B)(4). Physio-control has been unable to reach the customer regarding the investigation of the reported failure. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported that during a patient event in their catheterization lab, the ECG signal was intermittently disappearing when using the hard paddles assembly on the patient. The customer did not provide any additional details regarding the outcome of the patient or the details of the actual event. No adverse effects to the patient have been reported to physio-control.